Manufacturer narrative:
Product analysis as found condition (condition of returned device): the echelon-10 microcatheter was returned for analysis within a shipping box and within a sealed plastic biohazard pouch. No guidewire was returned. Damage location details: no damage or irregularities were found with the echelon-10 hub. The catheter body was found to be in good condition. The distal was found to be damaged, with the distal marker band found to be broken off and not returned. The report notes that tip shaping was performed, which was able to be confirmed. No other anomalies were observed. Testing/analysis (including sem reports): the echelon-10 total length was measured to be ~155.3cm, and the usable length was measured to be ~148.1cm, which were both found to be within specification. The echelon-10 microcatheter was flushed, and water was able to exit the damaged distal tip. Next, an in-house 0.0165¿ mandrel was hydrated and advance through the echelon-10 hub and out the distal tip without any issues. Conclusion: based on the device analysis and the reported information, the customer¿s report of ¿catheter separation/break¿ was able to be confirmed, as the echelon-10 distal tip was found to be damaged with the distal marker band broken off and not returned. The likely cause of the ¿break/separation¿ to occur may have been caused by the heat shaping performed by the operator. The report note that ¿hydration and shaping prep was performed prior to the crack at the tip being seen.¿ and ¿after shaping the microcatheter, partial damage was found at the tip end of the microcatheter¿. Therefore, its possible the heat shaping cause more damage resulting with the distal marker band to break off. A few other possible causes are but not limited to, user applies excessive force, thus exceeding tensile strength of tubing material during delivery/removal; however, the root cause was unable to be determined. The device and any accessories were prepared as indicated in the instructions for use (IFU). The catheter was flushed as indicated in the IFU. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report of echelon 10 microcatheter tip damage. The access vessel was the femoral artery. It was noted the patient's vessel tortuosity was normal. It was reported that the operator planned to use an echelon microcatheter to deliver a coil for the treatment of an intracranial aneurysm. After shaping the microcatheter, partial damage was found at the tip end of the microcatheter. For safety reason, a new microcatheter was used instead to complete the procedure. There were no patient symptoms or complications associated with this event. The device and any accessories were prepared as indicated in the instructions for use (IFU). The catheter was flushed as indicated in the IFU. Additional information received reported that the cause of the event was not determined. The patient was receiving coil embolization treatment of a cystic, right internal carotid artery, posterior communicating segment aneurysm, measuring 4.5x3.7 mm. There were no issues that resulted in the damage that was found. The damage was not noticed upon opening the package. Hydration and shaping prep was performed prior to the crack at the tip being seen.